Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a stage 1 of a 2-stage revision with the implantation of a temporary antibiotic cement spacer and antibiotic beads, and debridement, due to infection, inflammation, and cellulitis. He noted unhealthy looking and almost purulent looking tissue which was cultured and debrided. The surgeon reported the removal of the tibial and femoral components, the revision of the patellar component, and the implantation of the antibiotic spacer and antibiotic beads. The surgeon reported partial avulsion of the patellar tendon as a complication. The patient was implanted with competitor spacer and smartset bone cement x 2. Doi: (B)(6) 2015: (patellar component and 2 bone cement). Doi: (B)(6) 2018 (tibial tray, insert, stem and femoral component). Dor: (B)(6) 2018 (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : (B)(4) were manufactured per specification and all raw materials met specification. Product code 151820035, work order (B)(4) of quantity 30 was sterilized on (B)(6) 2014 per the sterilization certificate, the sterilization cycle met the validated parameters. There were no ncs or deviations associated with this. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.